Manufacturer narrative:
Other, other text: h6: event methods, evaluation, and conclusion codes: updated. No product sample was received; therefore, visual and functional testing could not be performed. The product's history records were reviewed and there were no non-conformances nor service-related issues that would have resulted in the reported complaint. The reported issue could not be confirmed. If the product is returned, the manufacturer will reopen this complaint for further investigation.

Event description:
It was reported the pump alarms and gets an error syringe flange not in place. No adverse patient effects were reported by the customer.

Manufacturer narrative:
Other, other text: a supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Manufacturer narrative:
Other text: the investigation determined the most probable cause for the syringe flange not being in place to be either that the customer incorrectly loaded the syringe size or the barrel clamp size sensor was not operating as intended, however this cannot be confirmed as no product was returned for investigation. B3: unknown; no information has been provided to date.